Event description:
Device did not recognize two (2) sets of pads placed on the patient's chest which prevented monitoring and shocking the patient. It is unknown yet if there was an adverse effect on the patient.